Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a ks-3ai, 20.0 diopter, intraocular lens in the patient's eye on (B)(6) 2017. Before implantation, the lens got stuck in the cartridge. There was no patient contact with device. The surgeon decided to use a back-up lens, which was successful.

Manufacturer narrative:
Additional data: device evaluation: the delivery system was returned in a device tray and had clear surgical residue/ debris on the product. Visual inspection found the lens stuck in the injector and presence of white and clear surgical residue on the device. Claim# (B)(4).

Manufacturer narrative:
Corrected data: common device name: it is corrected to "intraocular lens, product code: hql". Claim#: (B)(4).